Event description:
It was reported that the fiber cap detached at 57,000 joules during prostate vaporization. The cap detachment was reported to have occurred several minutes after the fiber cap had been cleaned. The cap detachment was noted while the fiber was inside the pt. The cap was pulled out with the cystoscope, requiring no medical intervention. It was reported that there was no pt injury and that the pt is "fine". This was the second fiber used to complete the case, and the first fiber had worked properly and reached the 400,000 joules limit. The physician was using the fiber that failed to "polish" the prostate and was already happy with the procedure results, therefore, when the fiber failed, the physician did not find it necessary to use a third fiber for the case.